Event description:
During an atrial fibrillation procedure, communication issues with the amplifier and the catheter resulted in the procedure being cancelled. During the procedure, it was noted when attempting to connect to the tacticath catheter, the catheter was not visible and there were no egms on the claris. It was decided the issue was with the amplifier. There was a patient on the table under general anesthesia and all the lines were in and we had gone transeptal two times. No harm came to the patient but we were not able to do the procedure.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One ensite x amplifier was received for evaluation at tech center. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to electrical open channels within the front panel assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.